Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke, embolism and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post an rx acculink stenting procedure in the left internal carotid artery, the patient experienced a stroke with symptoms of drooling, difficulty forming words and sentences, inability to raise the right hand and arm with drooping and weakness to right hand and arm. The CT scan and MRI of the brain showed embolic infarct. The patien't aspirin and plavix were continued. Although the patient's condition is continuing, it is improved and the patient was discharged to a rehabilitation facilty four days after the procedure. Though requested, there was no additional information provided.